Event description:
Customer's husband reported his wife's death. Caller stated that his wife was in a diabetic coma. The cause of death was a stroke. Caller unsure if his wife was wearing the insulin pump at the time of death; a replacement was requested. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.